Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 143 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to moisture damage on the keypad trace. No button error alarm noted and no moisture damage on electronics noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip and cracked reservoir tube.